Event description:
The device was returned to the manufacturer after being explanted and replaced due to eri (elective replacement indicator). The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.